Manufacturer narrative:
The hillrom technician found the wiring harness needed to be replaced. Per the hillrom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Test all sidecom features (radio, tv, light, entertainment, and nurse call functions) for proper operation. Inspect the communication cable. Inspect the cord for cuts, nicks, or breaks. Inspect the male pins and female receptacle in the connecting plug. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician has ordered the appropriate part and will replaced the wiring harness to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed communication/nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).